Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had a motor error alarm yesterday. During filling the cannula, the customer tried again with a different set and received a motor position encoder error alarm. Customer rewound and set the time and date on the pump. Customer received a motion sensor test failure alarm. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that the pump was working fine until it happened. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.